Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motor cannot communicate alarm, critical block alarm, and hardware low level failure alarm. The customer¿s blood glucose level was 4.6 mmol/l. They also found multiple pump errors in the alarm history. The self test was performed but the screen went blank and started alarming again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Insulin pump error noted in pump history file due to software error.